Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Prior to seeking medical attention, patient's mother replaced pod and delivered manual injections, but bg levels remained high. Symptoms reported include hyperglycemia, high ketones and vomiting. At the hospital, the patient was treated with intravenous fluids (3 bags) and a glucose drip; patient was also given a dose motrin for a sore throat. The patient was released after spending 1.5 days in the hospital.